Event description:
The patient went to the cardiac catheterization lab on [redacted date] for intravascular ultrasound, coronary (ivus), percutaneous coronary intervention (pci) chronic total occlusion (cto) rca cto pci and right heart catheterization. Post-procedure on [redacted date] on the floor around 1645 the 7fr arrow sheath in the right femoral artery was being removed at the bedside by the nurse practitioner. At start of right femoral artery sheath removal with pulling of the sheath, the port broke away from coiled sheath. This left the internal piece of the coiled sheath inside the femoral artery. Staff were unable to remove the coiled sheath at the bedside. The patient experienced bleeding from this location. He was given 800ml of normal saline and 1 unit of packed red blood cells. He remained hemodynamically stable throughout. He was emergently brought into the operating room with vascular surgery for angiogram, exploration of groin with repair femoral artery cutdown. The internal piece of the sheath was removed. The patient was able to recover and return to the floor. He was discharged home on [redacted date] without further complication.